Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that due to the advisory status of the right ventricular lead, the lead was capped and replaced on (B)(6) 2019. No electrical anomalies were noted. Fluoroscopy later revealed that the lead exhibited externalized conductors. On (B)(6) 2019, the lead was explanted. Patient was stable.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Internal insulation abrasion was noted at 9.0-16.0 cm from the distal tip consistent. The etfe coating was intact and the inner coil was not exposed in the abraded region. All other damages were consistent with procedural damages.